Event description:
The customer received a blood glucose reading of 62 mg/dl from his breeze 2 meter. He passed out and when the medical team arrived their reading was 21mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement strips and new meter were sent to the customer.